Manufacturer narrative:
A supplemental report will be submitted upon completion of the manufacturer's physician assessment of the reported information and plant's investigation.

Event description:
A peritoneal dialysis pt reported peritonitis. His nurse confirmed he had staphylococcus epidermidis peritonitis. He was treated for 21 days on vancomycin and fortez via pd catheter every five days. His effluent was clear on (B)(6) 2013. His repeat culture on (B)(6) 2013 showed no growth. No medical records are available. No further information is available at the time of this report.